Event description:
Pt had chest pain, went to e.r., EKG abnormal, was diagnosed with myocardial infarction. Stayed hospitalized for 1 week. Had a heart cath and found that stents had clogged and did a "balloon procedure". On blood thinner, plus other medications.